Event description:
Note: event date is unk. It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, difficulty was experienced when deploying the clip. The clip was eventually deployed but it did not remain attached to the tissue and fell off in the pt. The procedure was completed with another resolution clip device. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Maintain, failure to. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).